Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 expiration date, d4 UDI primary UDI number, d9, h4. H3 evaluation: the product was returned to eth for evaluation. Visual inspection revealed that one open box with eight unopened samples was received for analysis. Product code. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected in all needles. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: how many devices demonstrated the alleged deficiency during this procedure? One initially then returned the rest of the box (11 in total). When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue. It was reported that " kept disintegrating or breaking with little to no force. Does not hold a suture." Please provide additional details about how it "does not hold a suture". Was pull off/ needle detachment also observed? In how many devices? Yes in the initial one then opened new box. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped back for analysis. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Nurse. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cataract removal and insertion procedure on (B)(6) 2026 and suture was used. Kept disintegrating or breaking with little to no force. Does not hold a suture. Discovered during patient use open another unit. No adverse event. There were no significant delays. Additional information was requested.